Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that when the bed goes up and down it makes a jerking motion with the hi/low motor. Then when it comes down he has to put pressure on the bed to get it down and then it slams down.